Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One device was returned. The results of the sample evaluation are pending completion. If any additional relevant information is identified following completion of the sample evaluation, the additional relevant information will be submitted in a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "found the subglottic cath line(suction line) laying on the patients chest. It appears to be the whole line not just a section. Tube size is a # 7.5. Patient has been intubated for 9 days. Patient is unable to pull at anything. Patient was strapped so they could not have pulled at it. No injury to patient, patient was extubated and tube removed." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One device was returned. No packaging was received with the sample. The sample included one ssm et tube with two detached suction lines. The suction tubing is not broken, but is detached from the skive in the et tube. The skive appears undamaged. There is visible adhesive on the end of the tubing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.